Event description:
Material change to complaint: no value found related product model #: 620-120. Related product serial #: no value found. Related product upn #: m0066201200. Related product batch/lot: 0008872553. Related product family: standard teflon. Material number: m0066201200. Sterile lot number: no value found. Sold to account number: no value found. Returned product expected: no. Bsc product return date: 2025-10-8. Location description: sent to sfmd. Device/procedure outcome: original device used, procedure completed. Patient outcome: 104: cancelled/rescheduled - post sedation/sedation unknown. Event description: ecn event description: during a stone case, whilst the surgeon was lasering in the kidney the tip of the ptfe guidewire snapped off the end. The surgeon was unable to remove the guidewire, and the patient is returning for a second procedure to remove. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: unknown. What is the next course of action?: the account has requested an investigation and would like the guide wire to be collected for analysis. They would like to know what caused the guidewire to snap. Patient present at time of event?: yes patient complications: other provide details for "other" patient complication: stent left in kidney; patient is returning for a second procedure to remove it. In the physician's opinion, did the device or procedure cause or contribute to the patient complication?: no medical or surgical interventions: unknown patient admitted to hospital beyond the standard of care: yes patient discharged from hospital?: yes discharge date-unavailable per acct/cust patient outcome: expected to fully recover device acquired from a distributor?: no. Event date: 2025-9-23. As reported device codes: 1188: detachment of device or device component. As reported patient codes: 9398: no clinical signs, symptoms or conditions. Procedure date: 2025-9-23. Type of procedure: stone. Country of event: united kingdom. Country of original implant use: no value found. Implant date: no value found. Explant date: no value found. Oos date: no value found.

Manufacturer narrative:
The customer returned one partial guidewire. The guidewire was returned without its distal tip, measuring 147.2 cm, indicating a missing portion of approximately 2.8 cm. The distal tip was severed due to extreme thermal exposure, which melted through the coil, ribbon, and core. This damage was most likely caused by the "surgeon lasering in the kidney". A secondary burn site was identified three coil wraps proximal to the separation point, characterized by localized melting spanning five coil wraps. The ptfe was removed, and the coil wraps were welded together. The core is protruding 0.3cm from the coil at the distal end. The tip of the core at the fracture point had been burnt and had melted. The core had a bend approximately 0.1cm from the fracture point. Heavy biological contamination was noted on the exposed core. The ribbon was present; inside the coil and was not readily photographable. Three kinks were noted at 27.5cm, 31.6cm, and 39.0cm from the distal end. No anomalies were observed to indicate a manufacturing issue with the proximal weld. The proximal weld was intact. No other damaged was noted on returned guidewire. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported. The root cause is undetermined: cause not established. Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.

Event description:
Material change to complaint: no value found related product model #: 620-120, related product serial #: no value found, related product upn #: m0066201200, related product batch/lot: 0008872553 , related product family: standard teflon, material number: m0066201200, sterile lot number: no value found, sold to account number: no value found, returned product expected: no, bsc product return date: 2025-10-8, location description: sent to sfmd. Device/procedure outcome: original device used, procedure completed patient outcome: 104: cancelled/rescheduled - post sedation/sedation unknown. Event description: ecn event description: during a stone case, whilst the surgeon was lasering in the kidney the tip of the ptfe guidewire snapped off the end. The surgeon was unable to remove the guidewire, and the patient is returning for a second procedure to remove. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? Unknown. What is the next course of action? The account has requested an investigation and would like the guide wire to be collected for analysis. They would like to know what caused the guidewire to snap. Patient present at time of event?: yes patient complications: other provide details for "other" patient complication: stent left in kidney; patient is returning for a second procedure to remove it. In the physician's opinion, did the device or procedure cause or contribute to the patient complication? No medical or surgical interventions: unknown patient admitted to hospital beyond the standard of care: yes, patient discharged from hospital? Yes discharge date-unavailable per acct/cust patient outcome: expected to fully recover device acquired from a distributor? No event date: 2025-9-23. As reported device codes: 1188: detachment of device or device component. As reported patient codes: 9398: no clinical signs, symptoms or conditions. Procedure date: (B)(6) 2025, type of procedure: stone, country of event: united kingdom, country of original implant use: no value found, implant date: no value found, explant date: no value found, oos date: no value found.

Manufacturer narrative:
The customer returned one partial guidewire. The guidewire was returned without its distal tip, measuring 147.2 cm, indicating a missing portion of approximately 2.8 cm. The distal tip was severed due to extreme thermal exposure, which melted through the coil, ribbon, and core. This damage was most likely caused by the "surgeon lasering in the kidney". A secondary burn site was identified three coil wraps proximal to the separation point, characterized by localized melting spanning five coil wraps. The ptfe was removed, and the coil wraps were welded together. The core is protruding 0.3cm from the coil at the distal end. The tip of the core at the fracture point had been burnt and had melted. The core had a bend approximately 0.1cm from the fracture point. Heavy biological contamination was noted on the exposed core. The ribbon was present; inside the coil and was not readily photographable. Three kinks were noted at 27.5cm, 31.6cm, and 39.0cm from the distal end. No anomalies were observed to indicate a manufacturing issue with the proximal weld. The proximal weld was intact. No other damaged was noted on returned guidewire. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported. The root cause is undetermined: cause not established. Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.